Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.013cm in length. The reported alarms were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy, percutaneous coronary intervention (pci) was enforced and the position of the iab may have shifted. The next day blood was found in the tubing and the iab was removed. It was also noted that the console had generated a rapid gas leak alarm. There was no patient harm or adverse event reported.